Event description:
It was reported, during implantation of this 26 mm transcatheter aortic bioprosthetic valve (tav), the tav was loaded into the delivery catheter system (dcs) without issue. The dcs was inserted into the patient¿s vasculature and advanced to the aortic annulus. During the first deployment attempt, the tav frame appeared to "open poorly" in the cusp overlap view. However, when positioning was assessed in the left anterior oblique view, the implant depth was measured at 3 mm at both the non coronary cusp (ncc) and the left coronary cusp, with no issues identified. The tav was therefore fully deployed. After deployment, an infold to the second node of the tav frame was observed on the ncc; however, there were no issues with paravalvular leak (pvl) or blood pressure, and the procedure was completed. No patient symptoms or complications were identified as a result of this product issue.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product lot number: 0013079832; product type: 0195- heart valves; implant date: not-implantable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.